Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose of 47 mg/dl at night and high blood glucose value of around 497 mg/dl next morning. Customer stated that she woke up in a cold sweat, and her heart was being rapidly. The customer experienced symptoms such nausea, a little bit of tightness in the chest. The customer was hospitalized with blood glucose value of over 500 mg/dl on unknown date in (B)(6) 2017. The customer experienced symptoms such nausea, a little bit of tightness in the chest. Drive support cap appeared normal (slightly indented). The customer was treated with insulin pump. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads and broken reservoir tube lip.